Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. Customer blood glucose level was unknown at time of incident. Customer stated that the motor sound like it has problems rewinding and screen had scratches. Customer decline for troubleshooting. The insulin pump will not be returned for analysis.